Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/27/2019. Customer confirmed the reported standby issue. The manufacturer's service technician advised the customer that it may be a patient circuit issue. Customer called back to report that unit passes all testing.

Event description:
The caller reported that the unit would not remain in standby. No patient or user harm was reported event date not specified; estimate used.